Event description:
It was reported that an ambulance advanced paramedic crew attended to a (B) (6) male in cardiac arrest. The pt had been previously diagnosed with cardiomyopathy. Ventricular fibrillation was detected, and an attempt to charge the defibrillator in manual mode failed several times. The paramedic switched to the advisory mode, but the device also failed to complete the charge. It was also reported that the voice prompts overlapped, the service indicators illuminated and the device behaved strangely. The crew was unable to defibrillate the pt with the device. After the device failure, a back up AED, which was brought by an attending fire crew, was used to shock the pt five times. Return of spontaneous circulation (rosc) was achieved; however, the pt deteriorated into pea and was not resuscitated.

Manufacturer narrative:
(B) (4). A clinical review of the reported event by physio-control determined that the device use may have contributed to the pt's outcome, as defibrillation was needed, but provision of defibrillation was delayed greater than 30 seconds. Defibrillation was delayed approx six minutes. Physio control evaluated the device and confirmed that fault codes were logged by the device during the reported event. Proper device operation was observed during functional and performance testing. The reported problem has not been determined. Physio-control has requested that the device be returned to the mfg facility for additional evaluation. Physio-control will submit a supplemental report on this event to the FDA, as provided by 21 cfr 803.56.